Event description:
Caller reported hospice unit used the infusion set and when they change the infusion set on the pt, the needle became separated from the infusion set and remained in the patient's body. Caller reported the hospice unit is unable to x-ray the patient. Caller stated, they changed the infusion set every 7 days. No further information is available. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.